Manufacturer narrative:
Isi has received the curved-tip stapler 30 instrument involved with this complaint for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional and fired with no issues. The test sheet cut and staple line were formed with no issues. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The site's system logs were reviewed with a procedure date of (B)(6) 2018. According to the system logs, the curved-tip stapler 30 instrument successfully fired 4 white stapler reloads, and all firings were completed with no errors. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the curved-tip stapler 30 instrument allegedly failed to fully seal/staple the pulmonary artery. As a result, the patient experienced bleeding and the robotic procedure was converted to an open traditional surgical procedure in order to control the bleeding. The patient was intubated overnight and given 6 units of blood. However, at this time, the root cause of the reported intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the curved-tip stapler 30 instrument allegedly failed to fully seal/staple the pulmonary artery. As a result, the patient experienced bleeding and the robotic procedure was converted to an open traditional surgical procedure in order to control the bleeding. The patient was intubated overnight and given 6 units of blood. On (B)(6) 2018, intuitive surgical, inc. (Isi) obtained the following information regarding the reported event from the isi clinical sales representative (csr) who was present during the procedure: during the procedure and after the curved-tip stapler 30 instrument was used with a white stapler 30 reload installed, bleeding from the pulmonary artery branch was observed. The csr stated that the surgeon had reported that there was a ¿red out¿ (pool of blood in the surgical field), thus the surgeon initially could not clearly see if there was a staple line formed. At that point, the surgeon applied pressure on the bleeding vessel with the same curved -tip stapler 30 instrument and the procedure was converted to an open traditional surgical procedure. After the case was converted to an open traditional surgery, the surgeon was able to control the bleeding by over sewing the artery with felt strips/buttress material. The surgeon had later confirmed that he did see a staple line when he converted the procedure; however, there was no report of malformed staple line. The csr confirmed that the estimated amount of blood loss was about 2 - 2.5 liters. The patient was intubated overnight and given 6 units of blood transfusion. It was confirmed that the da vinci system did not generate error messages when the event occurred. It was reported that the patient is recovering well. As of the date of this report, no post-operative complications have been reported.. The csr did report that since the tumor was invasive, the surgeon did anticipate that the procedure would be converted to an open procedure; however, the conversion happened earlier than planned secondary to the bleeding.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in g3, g6, and h2 refer to fields h7 and h9 for the corrected information.

Manufacturer narrative:
The reload that was used in this reported incident was returned to isi for evaluation. An evaluation of the reload has been completed. The reload was returned fired, the knife traveled the entire length of the knife track, and all staples were fired accordingly. No physical damage found. A follow-up MDR will be submitted if additional information is received.